Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted; give date: unknown/not provided. If explanted, give date: not applicable, the lens remains implanted to date. Initial reporter name: unknown/not provided. Phone number: unknown/not provided. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the foreign material was lost at the hospital and was not returned for evaluation. The lens was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. A photo was provided by the account which was evaluated. The photo shows an implanted lens, but due to the poor resolution and brightening on the photos it is not possible to identify the reported issue since the sample is not available for evaluation. Manufacturing record evaluation: the manufacturing records review was performed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a procedure, a fine fibrous foreign substance was noticed which was attached to the back surface of intraocular lens (iol) along its folding line. Initially, the customer thought it was a scratch, however, after it was washed by irrigation/aspiration (ia), it was found to be a string like particle. The foreign particle was removed by micro forceps during the procedure. It was noted that the string is not available. The account does not know how the device was exposed to the foreign matter. It was confirmed that the surgery was completed successfully and the patient has no problem after the procedure. There was no patient injury reported. No additional information was provided.